Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.

Event description:
Customer reported that the field size on the monitor was excessive. This was noticed after the physicist completed a check or the system.